Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced fatigue, palpitations and discomfort like a pause in their pulse. It was further reported that the right ventricular (rv) lead exhibited pacing failure and high thresholds. Reprogramming occurred. On the following day, the patient was admitted to hospital. The rv lead was rendered out of service and replaced. No further patient complications have been reported as a result of this event.